Event description:
It was reported that the baskets of 3 ngage nitinol stone extractors would not open during a flexible ureteroscopy (urs) procedure. The procedure was completed using a fourth ngage nitinol stone extractor from a different lot. No section of the device remained inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported that the baskets of 3 ngage nitinol stone extractors would not open during a flexible ureteroscopy (urs) procedure. The procedure was completed using a fourth ngage nitinol stone extractor from a different lot. No section of the device remained inside the patient¿s body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: functional testing of returned unused devices from the same lot were conducted. A document-based investigation was also performed including reviews of complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. The complaint devices were not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The available evidence indicates the devices were made to specification. Five unopened devices were returned. All five devices were functionally tested and were found to function normally. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows two other complaint associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The issue has been identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. The cause for the issue has not yet been determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.